Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. Double capsule: unable to observe as it is not related to the device. As per the investigation procedure creases, voids and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "suspicion of double capsule in left breast and capsular contracture, baker grade IV diagnosed by ultrasound and MRI. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Continued adverse event problem health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Visual analysis of the photographs identified: - capsular contracture: unable to observe as it is a medical event that is not related to the device. - double capsule: unable to observe as it is a medical event that is not related to the device. Additional observations: - deformation observed. - crease fold observed.. - wear abrasion observed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "suspicion of double capsule in left breast and capsular contracture, baker grade IV diagnosed by ultrasound and MRI. Device has been explanted and replaced with non allergan device.